Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a battery out limit alarm as well as a blank display. The customer's blood glucose was 146 mg/dl. Troubleshooting was done. Explained that the battery out limit alarm may have indicated a loose battery cap. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display returned. The customer also experienced keypad issues. The customer stated that he was unable to press the esc button when trying to clear out an alarm. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump had normal operating currents. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.